Manufacturer narrative:
It was reported by the customer that the issues/concerns related to delayed chemotherapy drug infusions via the secondary ivpb infusion delivery route utilizing the alaris system. No product or photo was returned by the customer. The customer complaint of flow issues; accuracy could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim. T was reported by the customer that the issues/concerns related to delayed chemotherapy drug infusions via the secondary ivpb infusion delivery route utilizing the alaris system.